Event description:
It was reported by service report that the jack could not pump up. It was further reported that the pump pedal was resting on the floor and the stretcher was stuck in the lowest position. The customer reported that they did not know if there was pt involvement or if there were adverse consequence to report.